Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to damaged motor slide. Analysis was unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Analysis was unable to verify failed battery test alarm due to motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a failed battery alarm. The customer¿s blood glucose level was 11 mmol/l at the time of incident. It was reported that the pump was dropped and had a crack on o-ring on the reservoir compartment. It was reported failed battery test frequently even after changing batteries. The insulin pump was returned for analysis.